Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial report, the following information was provided: on (B)(6) 2018, the patient had a repeat transthoracic echocardiogram, but was too ill to do a transesophageal echocardiography. Results showed mitral regurgitation with a grade of 4 and a posterior leaflet flail. The mean pressure gradient was 6.52 mmhg. The patient died on (B)(6) 2018. It is the physicians opinion, that the mitraclip or mitraclip procedure did not cause or contribute to the death; however, the cause of death was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed to report the increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat mr with an mr grade of 4. Two clips (70629u126, 70726u143) were implanted reducing the mr to 2. On an unspecified date, the patient was symptomatic (symptom not specified) an echocardiogram was performed, the implanted clips were confirmed to be secure on both leaflets, and there was concern with the amount of mr (mr grade not specified). The patient is stable. An additional mitraclip procedure is scheduled for (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a definitive cause for the reported worsening mitral regurgitation (mr) cannot be determined. A conclusive cause for the reported patient effect of mr and the relationship to the device, if any, cannot be determined. The reported mitral stenosis appears to be a result of patient and procedural condition. The reported death appears to be related to decompensated heart diseases. It should be noted that the reported patient effects of mitral regurgitation (worsening), mitral stenosis and death, are listed in the mitraclip nt system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
Subsequent to the previously filed medwatch, the following information was provided: the posterior leaflet flail was pre-existing. No additional information was provided.